Event description:
On 19-jun-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 44 mg/dl, resulting in loss of consciousness and hospitalization. The user was admitted on (B)(6) 2026, treated with glucagon, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported hospitalization and treatment with glucagon. Review of available information identified that the user experienced elevated glucose values prior to the event and received correction doses before the subsequent hypoglycemia occurred while the user was asleep. The user¿s spouse found the user unresponsive and contacted emergency medical services. The user was transported to the hospital, taken off ilet therapy, and glucose was managed with multiple daily injections by healthcare providers during admission. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.